Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: MRI indicating bilateral rupture. Device discovered to be intact after explant surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 500cc gel breast prostheses that both ruptured after implantation. Bilateral rupture was diagnosed via MRI. Additionally, it was reported that the patient had developed bilateral breast ptosis. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 375cc gel breast prostheses on (B)(6) 2021. After explantation surgery, it was observed that the removed breast prostheses were intact. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 28-oct-2021, the mentor failure analysis lab received the device for evaluation. On 05-nov-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced rupture and ptosis, but after removal surgery it was found that the implant was intact. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).